Event description:
The device was not returned. After zero-balancing the catheter was inserted into the patient and placed. The display value was 15mmhg at first but then turned to around 100mmhg. No patient injury was reported. The patient was not in transit.